Event description:
Based on additional information received on 24-oct- 2017, this case initially considered as serious was downgraded to non-serious, as the event of knee joint seemed intensively infected with seriousness criterion as important medical event was deleted. This case has cross reference with case: (B)(4). This spontaneous case from (B)(6) was received on 16- oct-2017 and 18-oct-2017 (processed with clock start date 16-oct-2017) from the physician. This case concerns a (B)(6) years old female patient who initiated treatment with synvisc one and after an unknown latency had intense local reaction after hylan g-f 20 injection. No medical history, concomitant medications and concurrent conditions were reported. The patient had received hylan g-f 20 injections twice before. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for knee arthrosis. On an unknown date in (B)(6) 2017 after an unknown latency, the patient had developed intense local reaction and the knee joint seemed intensively infected / inflamed. Approximately a day after the synvisc one injection the patient's knee became painful and swollen again. The patient sought for a private health center on (B)(6) 2017, where 35 ml of serous synovial fluid was aspirated. In addition on (B)(6) 2017 60 ml of serous synovial fluid was aspirated at a (B)(6) hospital emergency department. At the (B)(6) hospital a bacterial culture was performed of the aspirate, which revealed to be negative. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 24-oct-2017. This case initially considered as serious was downgraded to non-serious, as the event of knee joint seemed intensively infected with seriousness criterion as important medical event was deleted. Ptc results were added. Text was amended accordingly.

Event description:
This case has cross reference with (B)(4). This spontaneous case from (B)(6) was received on 16- oct-2017 and 18-oct-2017 (processed with clock start date 16-oct-2017) from the physician. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and after an unknown latency knee joint seemed intensively infected and there was intense local reaction after hylan g-f 20 injection. No medical history, concomitant medications and concurrent conditions were reported. The patient had received hylan g-f 20 injections twice before. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for knee arthrosis. On an unknown date in (B)(6) 2017 after an unknown latency, the patient had developed intense local reaction and the knee joint seemed intensively infected / inflamed. Approximately a day after the synvisc one injection the patient's knee became painful and swollen again. The patient sought for a private health center on (B)(6) 2017, where 35 ml of serous synovial fluid was aspirated. In addition, on (B)(6) 2017, 60 ml of serous synovial fluid was aspirated at a university hospital emergency department. At the university hospital a bacterial culture was performed of the aspirate, which revealed to be negative. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 49986 and the result of the same was pending. Pharmacovigilance comment: sanofi company comment dated 20-oct-2017: this case concerns a female patient who received synvisc one injection and later had joint infection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further lack of information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.